Event description:
It was reported that a catheter issue occurred. The greater than 80% stenosed target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery (lad) and left circumflex artery (lcx). The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After a run was performed, an attempt was made to remove the catheter, but it remained hung up in the left main. Several attempts were made to pull back the device, but it would not come back into the 6f guide catheter. An attempt was then made to remove the entire system, including the wire, but a snap was heard in the ivus catheter. The majority of the opticross 6 was removed, but when fluoroscopy was performed, the radiopaque portion of the catheter could be visualized in the left main, still on the wire. The device fragment could not come back any further than the distal left main. Another wire was than run next to the detached fragment and a balloon was sent down the vessel in a failed attempt to pin the fragment for removal. The decision was made to instead stent the detached fragment, but since different equipment was needed to complete the procedure, the decision was made to admit the patient and bring them back for another intervention doing bifurcation stenting of the left main, lad, and lcx. The patient had already been exposed to a lot of contrast and x-ray and a larger guide catheter was needed to provide room for bifurcation stenting.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope and the imaging window were kinked. Microscope inspection showed that the guidewire exit port was torn and the distal section of the tip was stretched and detached. The media returned by the customer was inspected and showed evidence of tip damage.

Event description:
It was reported that a catheter issue occurred. The greater than 80% stenosed target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery (lad) and left circumflex artery (lcx). The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After a run was performed, an attempt was made to remove the catheter, but it remained hung up in the left main. Several attempts were made to pull back the device, but it would not come back into the 6f guide catheter. An attempt was then made to remove the entire system, including the wire, but a snap was heard in the ivus catheter. The majority of the opticross 6 was removed, but when fluoroscopy was performed, the radiopaque portion of the catheter could be visualized in the left main, still on the wire. The device fragment could not come back any further than the distal left main. Another wire was than run next to the detached fragment and a balloon was sent down the vessel in a failed attempt to pin the fragment for removal. The decision was made to instead stent the detached fragment, but since different equipment was needed to complete the procedure, the decision was made to admit the patient and bring them back for another intervention doing bifurcation stenting of the left main, lad, and lcx. The patient had already been exposed to a lot of contrast and x-ray and a larger guide catheter was needed to provide room for bifurcation stenting. It was further reported that the patient was brought back, and imaging was performed using a non-boston scientific ivus. It was decided not to intervene, as the fragment appeared to be lodged in the distal left main artery.